Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. A replacement pump was sent to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.